Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The pt reported, that her interstim device was removed due to infection. Upon explant, part of the lead remained in the pt. Further info is being requested from the hcp.